Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse below the limit) has been investigated. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
4/19/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor failed incoming functionality testing.